Manufacturer narrative:
Product received for evaluation: device history record- product 826631 with lot 4093436, conformed to the specifications when released to stock failure analysis- no testing was possible as the internal wires are broken inside catheter and catheter stretched 35 cm from connector. Root cause- the cause of the problem stated to be mishandling of the catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after the microsensor was implanted and connected to the icp, it was showing no readings. The physician stop the monitoring. No patient consequences.